Event description:
The customer reported tpn leaked from the IV set at the area of the pressure sensing disk during an infusion on a nicu patient. The leak occurred an unknown number of hours after the start of the infusion. There was no report of patient harm.

Manufacturer narrative:
The customer's report of IV set leaking was confirmed. The syringe set was pressure tested up to 30 psi. A leak was observed from the weld between the top and bottom check valve component on one side of the check valve. No leaks or damages were observed on the pressure sensing disc as reported by the customer. Visual inspection of the check valve under magnification observed the leaking check valve weld to have a slight gap between the top and bottom check valve components as compared to its opposite side. Further handling observed the top and bottom check valve components to be able to be slightly separated. No other obvious damage or issue was observed. The cause of the leak was identified as a damaged check valve component. The root cause of the damage was not identified. Device history record for model 10798703, lot 18055428 shows that the set was manufactured on (B)(6) 2018 with a total of 3,003 units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported tpn leaked from the IV set at the area of the pressure sensing disk during an infusion on a nicu patient. The leak occurred an unknown number of hours after the start of the infusion. There was no report of patient harm.